Manufacturer narrative:
Device evaluated by MFR: the main coil, the introducer sheath, and the delivery wire were returned for analysis. Visual and microscopic inspections were performed, and it was observed that the main coil was bent and stretched at the coil arm and the primary coil section. Moreover, the arm of the coil was detached. Functional testing could not be performed since the main coil and the delivery wire were not interlocking. Dimensional inspection of the main coil revealed the components were within specifications.

Event description:
Reportable based on device analysis completed on 24feb2025. It was reported that the coil was unable to advance. A 10mm x 40cm, interlock-35 was selected for use in the embolization of a splenic aneurysm. During the procedure, the coil was delivered using a non-boston scientific (bsc) catheter. Heparin saline infusion was performed throughout, with continuous flushing, which was performed prior to coil introduction. However, it was noted that the coil could not continue advancing at the distal end of the catheter even after repeated attempts. The coil was removed from the patient's body, and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient's condition following the procedure was stable. However, device analysis revealed the arm of the coil was detached.